Event description:
During spontaneous call with pt's husband, he stated: while he was mixing the plastic separated. Nurse (B)(6) advised him to save the cassette and not use it. Lot#: 3971696, exp: 5/2/2025. No harm to patient, patient was able to mix new cassette without issues. Pt does have faulty cassette available for return if needed. No further information available. Reported to (B)(6) by pt/caregiver.